Event description:
A report was received that a patient was experiencing a loss of stimulation. The patient's lead was displaying high impedances on several contacts. The physician decided to explant the patient's lead with the high impedances. The patient was re-implanted with a new lead and now has adequate pain coverage.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2316-50, serial/lot#: (B)(4), description: infinion 1x16 perc lead kit-50 cm.

Event description:
A report was received that a patient was experiencing a loss of stimulation. The patient's lead was displaying high impedances on several contacts. The physician decided to explant the patient's lead with the high impedances. The patient was re-implanted with a new lead and now has adequate pain coverage.

Manufacturer narrative:
Sc-2316-50 s/n (B)(4): the returned lead was analyzed and the complaint was confirmed. Visual inspection found that the lead body was fractured at the proximal end just before the retention sleeve. X-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The root cause of the fractured proximal end is unknown.